Manufacturer narrative:
Concomitant medical products: product ID: e volutpro-29-us, serial/lot #: (B)(4), ubd: 14-jul-2021, UDI#: (B)(4). The dcs was not returned and the valve remains implanted, therefore no product analysis can be performed. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, during deployment, the tabs of the valve did not release completely from the delivery catheter system (dcs). After a few twists and maneuvers with the dcs, the tabs released from the paddle receive and the valve moved ventricular (almost to the waist of the valve). A transesophageal echocardiogram (tee) confirmed that the prosthetic valve was very deep (extended the length of the anterior mitral leaflet). There was no paravalvular leak (pvl) or aortic insufficiency and the mitral valve appeared normal. The physician was concerned that the valve would continue to migrate further into the ventricle and attempted to snare the valve and pull it into a higher position, however was unsuccessful. A 26 mm non-medtronic valve was implanted inside the valve to increase radial force to keep the valve from migrating further. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received which indicated there was no difficulty in turning the delivery catheter system (dcs) deployment knob and the capsule did respond when the knob was turned. If information is provided in the future, a supplemental report will be issued.